Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the pericardial effusion it was reported that on (B)(6) 2020, one mitraclip was implanted, reducing grade 4 functional mitral regurgitation (mr) to grade <1. On (B)(6) 2022, the patient was rehospitalized due to worsening mr from disease progression. A slight pericardial effusion was noted prior to the mitraclip devices entering the anatomy, the steerable guide catheter was placed into the left atrium and xt mitraclip advanced down into the mitral valve; however, the existing pericardia effusion became significantly worse and the patient¿s blood pressure dropped. A pericardial puncture was performed, but the source of the effusion was not identified and the patient status worsened, so the procedure was aborted and the patient was taken for exploratory surgery to identify the source of the effusion. No additional information was provided.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, the reported of pericardial effusion appears to be related to disease progression. The reported hypotension was a secondary effect of the reported pericardial effusion. The reported unexpected medical interventions and surgical intervention were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.